Event description:
This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hwc. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The proximal femoral nail antirotation (pfna) blade was jammed with the impactor upon receipt. Synthes (B)(4) manufactured 04.027.036s lot no 8850941. The parts were made to (B)(4) rev 'e'. No nonconformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The relevant dimensions of the pfna blade can not be verified anymore as the blade is completely stuck on the impactor and can not be removed. Therefore, this evaluation is indeterminate from a manufacturing standpoint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported when the surgeon attempted to lock the proximal femoral nail antirotation (pfna) blade the screwdriver could not be separated from the blade. It was reported to be impossible to move the screwdriver and everything was blocked, even the trocar. A hammer was used to remove the trocar and the pfna blade which was blocked in the patient. The nail and blade were removed and replaced with a nail from another company. This is report 1 of 3 for (B)(4).